Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient lost connection to the generator because the controller and app needed updating. Patient has not lost therapy. No intervention planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing ineffective therapy. In turn, surgical intervention may be pending to address the issue.